Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "console shut off while on support and plugged into wall power". As a result, the pump was switched out for another. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn # (B)(4). The reported complaint of "shut off while on support and plugged into wall power" was not able to be confirmed as no iabp part was returned for investigation. As per the field service report, the pump passed the functional checkout and was returned to service. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "console shut off while on support and plugged into wall power". As a result, the pump was switched out for another. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "console shut off while on support and plugged into wall power". As a result, the pump was switched out for another. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.